Manufacturer narrative:
The device was manufactured between april 16, 2019 - april 17, 2019. The device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a spike port weld leak in front of the bag. Magnified inspection verified a small tear/hole at the spike port weld in front of the bag. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The leak was discovered during filling; therefore, there was no patient involvement. No additional information is available.